Manufacturer narrative:
This user facility is outside of the united states. The necessary manufacturing history to review was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Zimmer biomet (B)(4) and packaging supplier are in the process of initiation modifications to address reported issue. Product location unknown.

Event description:
It was reported that when box of bone cement was opened, the inner package of powder was leaking into the outer packaging. There was no patient injury and no delay in a procedure as a result of the event.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The review of manufacturing DHR shows that products were manufactured according to the pre-defined specifications. Product is returned not originally sealed. The breather bag has been damaged by a cutter cut on the side of the labels stickers above the opening (above sealing). Two possible root causes have been identified for this issue. It could be a stroke of cutter that would have been given when removing the pallet identification card at a supplier, or when removing the protective cover at the facilities. (B)(4).